Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners and cracked battery tube threads. The reservoir was not able to lock in place due to completely broken off reservoir tube lip. Analysis was unable to perform functional test including basic occlusion, occlusion, prime test, and excessive no delivery alarm test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the top of the reservoir compartment broke off and the reservoir kept falling which caused the high blood glucose. The customer's blood glucose was 322 mg/dl at the time of incident. The customer's blood glucose was 325 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.